Manufacturer narrative:
The complainant, an rn, was on hand to assist another clinician with a hydromid insertion that was completed without difficulty. The facility called her on (B)(6) 2024, about a week after the insertion, to notify her that the line was leaking. She walked the clinician through assessing the line. She then asked if they would remove it. The clinician removing the line stated that the line looked "broken". The complainant notified avi and provided the following information: · the catheter had a blood return and flushed post insertion. · a wire was not used to stiffen the catheter on insertion. · there was 1cm external prior to removal. · the dressing had been changed at least once post insertion by one of the facility nurses. · there was no report of occlusion or difficulty flushing. · there was no sign of catheter kinking. The reporter noted that it's possible that the line migrated, but cannot be confirmed. The reporter initially indicated that the line was available for return to avi for further investigation. However, after avi provided instructions and a return label, the customer failed to send back the device after three additional requests on 26jan2024, 30jan2024, and 02feb2024. During these attempts, avi also requested additional information (lot number, kit type, location of the leak, etc.) To aid with the investigation. The complainant did not provide any more details. Without lot information or return of the device, avi is unable to investigate further or determine root cause.

Event description:
Custom reported a tear in the catheter.